Event description:
Needle approximately twice the normal length, and larger diameter. Product is bd ultra-fine ii short need insulin syringe, ndc# 08290-3282-90. Control number on plastic bag is 3058144j.

Event description:
Add'l info rec'd from MFR 12/31/03: the user facility has decided not to disclose add'l info regarding the incident. The only info that they were willing to provide was the status of the machine. The machine was retired after 11 yrs of device. It was decided that it has reached the end of its useful life. The hospital bio-medical dept and an outside tech checked the machine and it was found to be functioning peroperly. The only concern that was raised was the absence of an audible alarm when the venous line was pulled out of the optical sensor. There is a feature/option in the fresenius hemodialysis machine to suppress audible alarms when there is no blood sensed (when saline is in the line is out of the optical sensor). The machine is designed to activate visual alarms and cause the blood pump to stop in the presence of an alarm generating condition, regardiless of whether this feature was selected or not. Based on the user facility report, there were visual alarms but no audible alarm. It is possible that the line was out of the optical sensor during the event, therefore, no audible alarm occurred.